Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
It is reported that the patient was diagnosed with two small corneal ulcers in the right (od) eye which are upper centrally located above the pupil. Specific size, location and severity of the ulcers is unknown. The patient was prescribed vigamox and instructed to return for follow up. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.